Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate and the pump battery was depleting quickly. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 80-200 mg/dl.